Event description:
It was reported to philips that the system would not turn on anymore. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the customer was performing the diagnostic procedure and procedure was completed on another system (patient moved to another lab. The philips field service engineer (fse) inspected the system on site and confirmed that the system does not start up. Review of the system log file confirmed the malfunction as there was multiple issue in flex spot pc. To resolve this issue, fse replaced the flex spot pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.